Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, all conductors distorted. Proximal segment returned and analyzed.

Event description:
It was reported the patient died a "sudden death" 11 days after implant. The patient's death is "unknown, does not appear to be" device related. The cause of death "appears" to be acute coronary syndrome (acs). No autopsy was performed. There is no allegation from a health care professional that the death was device related. The exact cause of death has been requested and not received.